Event description:
In 2009, it was noted after post surgical cleaning that a bone screw adjuster would not attach to the screw. The malfunction was not associated with a specific surgery nor was there patient involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. Requests have been made for the return of the product. Evaluation is pending.